Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high, out of range, pacing lead impedance is still present on the device and that loss of capture is now being observed. Patient was stable before, during and after the event. No further information.

Event description:
It was reported that when the patient presented in hospital for device change out for normal eri, high out of range pacing lead impedance was observed. No lead anomaly was noted via x-ray. The lead remains active with the new device, but the impedance is still out of range. Programming changes were made to increase the upper limit for the alert. Patient condition was stable and there were no complications during and after the device replacement procedure.